Event description:
Patient reported that back to back test readings obtained on their ss meter using the same finger stick were 111 (code 4) and 142 mg/dl (code 9). No sympotms were reported. New control solution was sent to patient. Lfs representative reviewed qc procedures and discussed back to back testing procedures with patient. There was no allegation of harm.